Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers mother reported that the insulin pump was alarming for low blood glucose levels when the customer was at normal levels. The customers blood glucose level was reported at 134 mg/dl. Representative needs to get a hold of customer again since call dropped. No further information provided.